Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned tasp shim exhibits signs of wear and tear suggesting repeated use. One ball bearing and associated spring were not returned, thus confirming disassembly. It was determined that this device was manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that it was noticed the ball bearing was missing from the shim during sterile processing. No adverse events have been reported as a result of the malfunction.